Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the returned product noted that the reload was pre-fired with the interlock engaged. The jaws were open. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fired condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon clamped the colon and tried to fire during a laparoscopic colectomy, the reload did not advance. The doctor released the device and then the status indicator was flashing blue. They stopped using the products and completed the procedure with new ones. There was no patient injury.